Event description:
A reprocessed ace harmonic scalpel failed the self test; an error message indicated device malfunction. The device was removed and reattached to the handle for another test and failed. A second device was opened and also failed the test. The third device opened was not used by staff as the white pad on the device tip was noted to extend beyond the metal tip and was moveable. The device was not used due to fear of the tip falling into the patient. The fourth device was opened and passed the tests; however, the white pad was still extending beyond the metal. The physician used the fourth device; however, staff felt uneasy for fear of the pad falling off.